Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2019; 693558 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was removed and all the leads were capped due to an infection. It was noted that the device pocket was red with a milky, brown liquid. Cultures were taken and a would vac was placed. No further patient complications have been reported as a result of this event.